Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported the surgeon inserted the device in the bone and turned the dial but the dial spinned with no traction. No patient injury or complications were reported.

Manufacturer narrative:
One 2.0 pk dynomite anchor with needles was returned for evaluation. Visual assessment of the device shows the anchor and needle assembly are free from the inserter. The anchor is slightly deformed from being placed in the patients bone. As reported the inserter was twisted after placing the anchor. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.